Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the information below, the reported event may have been caused by physical stress, chemical stress, or storage environment, etc. -from the device inspection results, it was confirmed that the coating of the insertion tube was peeled off, the insertion tube was scratched, the distal end cap was dirty, the distal end was corroded, and the objective lens was dirty. -the instruction manual states precautions regarding physical stress, reprocessing methods and device storage environment. -in the past similar cases, it was surmised to be caused by physical stress, chemical stress, storage environment, etc. Since the instruction manual states that the external surface of the entire insertion section including the bending section and the distal end, should be inspected, the user can adequately detect the reported event. In addition, the instruction manual provides warnings about applying external stress to the insertion section, reprocessing method not recommended by the reprocessing manual, and storage of the endoscope in a harsh environment. Therefore, the user can reduce / prevent the occurrence of the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The upward angulation was out of specification due to wear of the angle wire. There was a leakage in the bending section rubber due to the perforation. The instrument channel port and distal end cap were contaminated. The distal end was corroded. The ccd lens was dirty. The bending section rubber was crumpled. There was a gap in the adhesive of the bending section rubber. In addition, olympus medical systems corp. (Omsc) confirmed black spots on the endoscopic image, coloration in the channel, and scratches on the insertion tube from the photographs provided by (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the coating on the insertion tube was peeled off. There was no report of patient injury associated with the event.